Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 2 sensors (serial numbers unknown), both sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported two adc freestyle libre sensors "stopped working after only 4 days". Details were reported as follows: "my freestyle libre 14 day sensor stopped working after only 4 days. This is the second time in just a month that this has happened. The failure rate is at 50% with my experience in just one month of use. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.